Event description:
Report received of blood backing up the tubing set past the transducer. The transducer tubing set was hooked to the patient's umbilical arterial catheter (uac). At an unspecified time, the nurse reported she saw blood backing up from the uac past the transducer in the tubing set. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.